Event description:
It was reported that the siderail would not lock up due to a broken timing link assembly at the head left. There was no reported malfunction of the other three siderails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.